Manufacturer narrative:
H10: internal complaint reference: case-2024-00212274-1.

Event description:
It was reported that during a patellar reconstruction procedure, when performing the perforation with the endofemoral guide, the doctor ended up forcing the knee a little more and broke the tip of the guide. The tip was removed from the patient with a grasper twices. The procedure was completed using a back-up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and found the device outside of its package, with the tip broken off the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include the application of unintended excessive force on the device. Based on this investigation, the need for corrective action is not indicated.